Manufacturer narrative:
Correction: additional information was received regarding the reported event, changing it from damaged catheter tip to needle through catheter. This is a non-reportable malfunction.

Event description:
It was reported that the insyte 24ga x 0.75in tip was found broken before use. The following information was provided by the initial reporter, translated from spanish to english: "it is uncovered and the raised and broken tip is observed."

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 24ga x 0.75in tip was found broken before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it is uncovered and the raised and broken tip is observed."